Event description:
A pt was undergoing procedure on a proximal rca with 80% stenosis. The site was wired with a guidant bmw and predilated with a 2.5x20 maverick bsx balloon.the 3.5x 23mm cypher stent could not cross the lesion because, per report, the proximal rca was very calcified. The physician attempted to cross several times but was unsuccessful. While attempting to remove the stent he realized the struts had migrated from the device but was unsuccessful. He then proceeded to dilate the lesion again using a ryujin balloon (3.5x20mm, terumo) at the migrated site, and finished the procedure with no pt complications.